Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient developed a hematoma during the implant procedure. The patient was taken back to the or for surgery to resolve the issue. The patient has recovered without sequelae and is currently using their device.